Manufacturer narrative:
Follow-up received on 10-may-2016: quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted. A few days later, she went to the emergency room and it was found the essure coil on left side had migrated through the tube. It was located in left side of abdomen near her colon. This coil was surgically removed. The reported event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), migration (into the fallopian tube or to peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this particular case, although the exact mechanism of the reported device migration to abdomen is not known; given its nature and close temporal relationship with essure insertion, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. The outcome of the technical investigation resulted in an unconfirmed quality defect. Further information is being sought.

Manufacturer narrative:
Perforation questionnaire received from physician on 13-jul-2016: the patient medical history included gravida 1, para 1 (normal spontaneous vaginal delivery in 2002 without complication). She has codeine, norco and walnut allergy and her past surgical history is unremarkable. She had history of pelvic pain back in early (B)(6) 2010. She had a history of pid. She was diagnosed with pelvic inflammatory disease in (B)(6) 2009 and was treated on two occasions with antibiotics. She had been treated for chronic pelvic pain earlier (2001-2006) by the same physician. At the end of (B)(6) 2010 the patient reported depo provera did not help her and pain persisted and was severe. In (B)(6) 2010, the patient had vaginal cultures and urine cultures done. Physical examination and review of system was unremarkable. The patient reported that her pelvic pain improved significantly when she was on depo provera over the last three to four years, the patient has stopped depo provera in (B)(6) 2009 for no reason and reported that her pain worsens with intercourse and bowel movements and has pain 8/10 at times, she also complained of some frequency of urination, however, no urinary incontinence. The patient had negative pregnancy test at that time and again was treated with depo provera given possible history of endometriosis or possible chronic pelvic inflammatory disease. On (B)(6) 2010, the pelvic ultrasound revealed a large hemorrhagic cyst on the right ovary with 3.8 x 2.5 cm with multiple echoes within this and also moderate free fluid was seen in the cul-de-sac as well. On (B)(6) 2010, the patient was admitted to a diagnostic laparoscopy under general endotracheal anesthesia. There was no evidence of endometriosis. No evidence of chronic infection. Normal ovaries bilaterally. The right ovary appeared to have absolutely no ovarian cyst at all. Normal appearing cul-de-sal. Normal appearing appendix. Otherwise, normal pelvis. Her current concomitant medications included deplin, trazadone, valium, gabapentin and nucynta. On (B)(6) 2012, the patient was admitted in the hospital due to complaints of pelvic and abdominal pain since 3-4 days worsening on the left side of her abdomen. At that time, essure had been inserted one week ago with normal appearing results and a normal visualization of the coil in both tubal ostias. On the night before patient admission, she had a plain film of the abdomen which showed a coil in the left lateral abdomen and in the right pelvis. The patient underwent a laparoscopic removal of foreign body in the abdomen and tubal ligation with fulguration of left fallopian tube for sterilization. During surgery, the essure was found slightly adherent to the omentum in the left mid upper quadrant of the abdomen. Uterus, ovaries and tubes appeared normal without infection. There was evidence in the left isthmic portion of the tube of a pinpoint lesion that appeared to be the area of perforation where the essure coil had perforated and expelled. No evidence of injury on the right tube. She was shown to have no active bleeding. No evidence of infection or erythema around both tubes and no evidence of mucopurulent discharge in cul-de-sal. A 3 to 4 cm segment of left ampullary tube was fulgurated and cauterized. Good hemostasis. No active bleeding seen. On (B)(6) 2012, the pathology report from sample obtained during laparoscopy performed on (B)(6) 2012 showed a 2 cm long coiled segment of metallic wire from essure coil. Company causality comment: this spontaneous case report was medically confirmed upon follow up information. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. A few days later, she went to the emergency room and it was found the essure coil on left side had perforated the tube and was located in left side of abdomen near her colon. This coil was removed through laparoscopy and she had tubal ligation of the left fallopian tube. Fallopian tube perforation is an anticipated event in the reference safety information for essure. During essure micro-insert therapy there is a risk of a fallopian tube perforation during insertion. In this particular case, although the exact onset date was not reported, since it was diagnosed a few days after insertion and considering the nature of this event, causality with the suspected insert cannot be excluded. This case is regarded as incident since device removal was required. The outcome of the technical investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a (B)(6)-year-old female consumer in united states on 12-apr-2016 who had essure (fallopian tube occlusion insert) inserted (B)(6)-2012 for permanent contraception. Essure was inserted and consumer ended up in emergency room the following friday morning. The essure coil on left side had migrated through the tube. It was located in left side of abdomen near her colon. The left coil was surgically removed on left side on the same day and tubal ligation performed on left side. Dye test done later and showed that both tubes blocked. Onset and end dates of adverse event were reported as (B)(6)-2012 (exact date not provided). Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted. A few days later, she went to the emergency room and it was found the essure coil on left side had migrated through the tube. It was located in left side of abdomen near her colon. This coil was surgically removed. The reported event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), migration (into the fallopian tube or to peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this particular case, although the exact mechanism of the reported device migration to abdomen is not known; given its nature and close temporal relationship with essure insertion, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis and further information are being sought.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("pinpoint perforation in the isthmic portion of the left tube/perforation (fallopian tube(s))") and device dislocation ("migrated from the fallopian tube/left essure device in the abdomen by l2-l3 in the left upper quadrant, 1 that is over the iliac creast and another one that is in the left upper quadrant,") in a 31-year-old female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, gravida in 2002, pid pelvic inflammatory disease in 2009, pelvic pain, frequency urinary, hemorrhagic cyst and fibromyalgia from 2010 to 2015. Previously administered products included for an unreported indication: depo-provera in 2009. Concurrent conditions included drug allergy, endometriosis since 2010, dyspareunia, irritable bowel syndrome since (B)(6) 2012 and lower abdominal tenderness since (B)(6) 2012. Concomitant products included biotin since 2012, diazepam (valium), gabapentin, tapentadol hydrochloride (nucynta) and trazodone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhoea"). On (B)(6) 2012, 3 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and abdominal pain. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("painful intercourse") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with vicodin, hydromorphone hydrochloride (dilaudid), surgery (device removal surgery performed migrated coil was removed, laproscopic tl with lt f t fulguration) and surgery (diagnostic laparoscopy removal of intraperitoneal essure ). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered device dislocation, dysmenorrhoea, dyspareunia and vaginal haemorrhage to be related to essure. The reporter commented: removal details:(B)(6) 2012: procedure: procedure title 1. Diagnostic laparoscopy. 2. Removal of intraperitoneal essure coil. 3. Left tube fulguration. Indication:x-ray showed that the coil on the left side is outside of the tube. Finding: essure wire attached to the tip of the omentum . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: migrated from the fallopian tube x-ray - on (B)(6) 2012: device had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("pinpoint perforation in the isthmic portion of the left tube") and device dislocation ("migrated from the fallopian tube") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, gravida in 2002, pid pelvic inflammatory disease in 2009, pelvic pain, frequency urinary and hemorrhagic cyst. Previously administered products included for an unreported indication: depo-provera in 2009. Concurrent conditions included drug allergy and endometriosis since 2010. Concomitant products included diazepam (valium), gabapentin, tapentadol hydrochloride (nucynta) and trazodone. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (device removal surgery performed migrated coil was removed) and surgery (device removal surgery performed migrated coil was removed). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered device dislocation, dysmenorrhoea, dyspareunia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: migrated from the fallopian tube. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 16-nov-2017: case classification updated painful menstrual cycles, painful intercourse, pelvic pain, and heavy vaginal bleeding migrated from the fallopian tube was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacture. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("pinpoint perforation in the isthmic portion of the left tube/perforation (fallopian tube(s))") and device dislocation ("migrated from the fallopian tube/left essure device in the abdomen by l2-l3 in the left upper quadrant, 1 that is over the iliac creast and another one that is in the left upper quadrant,") in a 31-year-old female patient who had essure (batch no. 901326) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, gravida in 2002, pid pelvic inflammatory disease in december 2009, pelvic pain, frequency urinary and hemorrhagic cyst. Previously administered products included for an unreported indication: depo-provera until september 2009. Concurrent conditions included drug allergy, endometriosis since 2010 and dyspareunia. Concomitant products included diazepam (valium), gabapentin, tapentadol hydrochloride (nucynta) and trazodone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhoea"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (device removal surgery performed migrated coil was removed, laproscopic tl with lt f t fulguration) and surgery (diagnostic laparoscopy removal of intraperitoneal essure coil). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered device dislocation, dysmenorrhoea, dyspareunia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: migrated from the fallopian tube x-ray - in 2012: device had migrated. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs